Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received and bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with the pump delivering 19.6 ml of a 20 ml syringe but still having 5 ml left in the syringe.